Event description:
A doctor alleged that three (3) patients had experienced sensitivity after placement with the optibond xtr and nx3 product. This is the third of three (3) reports.

Manufacturer narrative:
To date, the patient is doing fine. The doctor performed a root canal for the patient. It was reported that he saw no inflammation on the patient's radiograph. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.